Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were returned for evaluation. Visual examination observed pinholes in the bottom of the foil cavity.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was found during the evaluation that there were pinholes in the bottom of foil cavity in unopened sample. There were no adverse patient consequences reported. No further information is available.